Event description:
It was reported the defibrillator was unable to be interrogated and no tone could be heard. It was also noted the defibrillator was at replacement time 3 months ago. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.